Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. A sample was not requested as this event was related to a use error and there was no allegation of a product malfunction. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of peritonitis was not confirmed. There was no use error or device malfunction identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture positive for (B)(6). On (B)(6) 2010, the patient began physioneal and extraneal therapy, intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Physioneal and extraneal therapies were ongoing. On an unreported date, the patient experienced peritonitis bacterial. On (B)(6) 2012, the patient experienced symptoms of cloudy effluent and abdominal pain. On (B)(6) 2012, the patient began treatment with vancomycin (2g, ip, every five days) and ceftazidime (1g, ip, once daily). On (B)(6) 2012, ceftazidime treatment was withdrawn. On (B)(6) 2012, vancomycin treatment was withdrawn. On (B)(6) 2012, the patient fully recovered. The reporter considered the peritonitis to be possibly related to a break in aseptic technique. Patient was provided re-training on (B)(6) 2012.